Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 650mg/dl. The mother stated that the customer noticed two bent cannulas. The customer's most recent glucose reading was 87mg/dl. It was stated that the caller requested a replacement of the insulin pump. No further info was provided.